Event description:
It was reported that during a lead revision (that was performed for unknown reason), that the titan anchor was found separated. The titanium sheath had separated from the plastic shell. The titanium anchor was replaced, and the patient recovered without sequela. Additional information has been requested from the hcp, but was not available as of the date of this report.